Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (s/n (B)(4)) found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative reported that the cause was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had their spinal cord stimulator system explanted approximately two weeks ago due to the patient not having good coverage with their system. It was reported that per their records, the manufacturer field staff was made aware of the patient not getting good stimulation coverage as of (B)(6) 2017. It was indicated that the patient was given several new groups during this time to try, but they did not resolve the coverage issue. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2017, product type: lead, product ID: 977a260, serial# (B)(4), implanted: (B)(6)2017, product type :lead. A supplemental report will be sent when analysis results are available. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care provider (hcp) via a manufacturer representative reported that the cause was unknown. No further complications were reported.